Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height matrix drawer 9 was failed. A field service engineer replaced the defective controller to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini drawer would not open. The customer stated that the drawer failed when user attempted to remove the medication and there was a delay in dispensing workflow. The customer indicated that they were able to retrieve the medication through pharmacy. There were no adverse events or injuries reported based on this event.